Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that during phacoemulsification quadrant removal, a posterior capsule tear was noticed. Anterior vitrectomy was not performed but patient will undergo surgery to remove remaining lens in the future. Sulcus lens was implanted by the surgeon. Surgeon remarked that the pupil constricted to approximately 2 millimeters during surgery. Visibility of capsule was poor. Surgeon did not see capsule to remove as it floated off after ophthalmic sterile surgical solution was applied. Surgeon is unsure if the capsule tore from incomplete capsulotomy or if phacoemulsification tip made contact with capsule. Patient was on an alpha-blocker medication per surgeon and visibility was very poor due to pupil constriction. Surgeon used a buffered lidocaine intracameral solution during case. Laser treatment was completed without complications. Additional surgery to be scheduled with a retina specialist.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. There are many potential clinical factors that could have contributed to the reported event. However, the reported event was not able to be confirmed. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Upon follow up, intraoperative miosis resulting in a posterior capsule rupture with dropped nucleus was reported. Vitrectomy was performed and issues have resolved.